Event description:
While using a byte night aligner, a patient experienced a chipped tooth due to improper fit of aligner. Patient was advised to stop treatment and see an orthodontist for treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.